Manufacturer narrative:
H.6. Type of investigation code b21 updated to code b14 with completion of phr review and b01 with evaluation of returned device. H.6. Investigation findings: code c21 updated to code c19 . H.6. Investigation conclusions: code d16 updated to code d15. The gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: · the stent graft was deployed to full diameter and remained attached to the catheter. The complaint description does not report if angulation was used. · the lockwire was separated from the lockwire handle. The connector was broken from the rest of the lockwire handle. The connector was found inside the white spine cover, and the ferrule was still attached to the connector with adequate glue. The lockwire was properly routed through the curved olive, stent graft, and catheter, and it appeared in the correct channel of the deployment access hatch. · the angulation fibers were separated from the angulation handle but remained properly routed through the stent graft and catheter, and they appeared in the correct channel of the deployment line access hatch. · during testing for design validation and verification, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. Based on the evaluation, the reported device kinking could not be confirmed. There is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2023-04258 was submitted in error and is hereby retracted.

Event description:
On (B)(6) 2023, the physician implanted a gore® tag® conformable thoracic stent graft with active control system as part of an elephant trunk procedure. When the device was deployed, the physician said that it looked "crinkled" on one side. The length of the device was pulled together on one side. They decided to remove the device and implant a second gore® tag® conformable thoracic stent graft with active control system in its place. The procedure was completed without further incident, and the patient tolerated the procedure. The fsa believes the issue was caused by not making sure the delivery system was straight before deploying the device. The device will be returned for evaluation.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.